Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. However, case details indicate that the dipstick was submerged in the sample for 3-5 seconds. Per the package insert, the dipstick should be submerged in the sample for at least 5 seconds. Please note, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the clinic for fatigue and a routine hcg test was performed. The patient's urine was tested on the consult hcg dipstick test and produced a positive result. The patient did not believe the result and used over the counter pregnancy tests x3, which produced negative results x3. The patient also scheduled a lab confirmation test and received a negative result. No treatment was provided or withheld based on the positive result. Troubleshooting was conducted with the customer. The customer was advised on factors that can provide unexpected results, such as technique, timing, handling, storage, shipping, and patient factors.